Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and required maintenance. Customer stated that the issue was fixed, but it seemed there was another issue on the same drawer. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) powered down the station, cleaned around cubie pockets, and reseated the row board bus cable. Replaced the half height pyxis bus module controller board, retractor band, and drawer controller board. Performed testing of cubie drawers and all cubie pockets in the hardware test application the system functioned as intended after the field service engineer repaired the device.